Manufacturer narrative:
Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue. This report is processed under exemption number e2005018.

Event description:
This report summarizes 40 malfunction events. A review of the events indicated that the ot ultra2 meter allegedly read inaccurately high. These reports were received from various sources. The patients associated with this allegation ranged from 57 to 81 years old and there is no weight data available. Of the reported patients; 14 were male, 7 female and 19 unknown.